Manufacturer narrative:
Concomitant medical products: product: ID 977a260, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 17-aug-2020, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that on friday they wired a plug wrong on their dryer and had about 240 volts of currents through them and spent the weekend in the hospital. Pt noted they were tossed like a "rag doll." Pt noted their ins was turned off when they were electrocuted and pt asked a neurosurgeon in (B)(6) if anything was wrong with their ins, but the hcp from a different area instructed the pt not to turn their ins on until they had the ins interrogated by their hcp. Pt noted they couldn't sleep without their ins being on. Pt noted they had an appointment with their hcp scheduled in a week, but would like to get in sooner. The patient was redirected to their healthcare provider to further address the issue. Rep reported 0-7 lead/electrodes are all oor. During the evaluation it was noted programming on the 0-7 lead was at zero. But the 8-15 was programmed with intensities. Stimulation felt normal to the pt as to how it was before the electrocution. He will run the system and note if it is the same and will follow up as needed. No plan to replace the lead at this time.